Event description:
Consumer reports wearing heat patch for 6 hours and it caused a burn on his back. Went to hospital and received cream from doctor to apply on back.

Manufacturer narrative:
Product has not been received to date. Unable to run lot history check since lot number is unknown.